Event description:
It was reported that the hand piece was not working. It is unknown if the issue was discovered by biomedical engineering, or prior/during a procedure. No other information available. It is know that the handpiece is used with reprocessed disposable devices which have been reprocessed by ascent.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition. The handpiece was connected to a generator, evaluated with a test instrument. During functional testing, an error code 7 was displayed when trying to perform the hand activation test. The instrument was disassembled to perform an internal electrical test that revealed a short circuit condition at the cable level, affecting the hand activation feature of the device in such way that made it not functional. No conclusion could be drawn as to what caused this cable condition.